Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system successfully passed all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows six successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed one energy check for the whole day. The measured energy was stable. The logfile shows that the reported treatment, right eye was performed successfully with one interruption. The interruption was caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The reported event could not be confirmed or verified based on the provided information. The root cause could not be identified by the investigation; however, the provided information does not indicate an device issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that overcorrection in the patient's right eye with refractive spherical equivalent treatment values was more that one diopter after lasik surgery.